Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that he experienced high blood glucose. The customer's blood glucose was 513 mg/dl at the time of incident. The customer's father stated that he has been working on his blood sugar to come down for two days. The customer's father also stated that his insertion site was itchy as well. Troubleshooting did not occur. The customer's father declined to speak to the help line. The customer's father declined to return the insulin pump for analysis.